Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in august 2010 and performed to specification, alongside random manual power ons, up to the 14th september 2014. During this time an increase in voltage suggests a further pad-pak was installed. On the 20th september 2014 and the 26th june 2015 the device recorded multiple manual power ups, some of ten minutes duration. These multiple manual power ups may indicate the device was switching on automatically and the user intervened by turning the device off via the on/off button. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.